Event description:
The customer called ameda on (B)(6) 2014. She stated that after pumping, she noticed several small cuts on her areola, resulting in pink-tinged milk appearing in the bottle. Inspection of the flange revealed a rough surface on the interior side of the flange. The customer stopped using the flange immediately. The customer did not seek medical attention but reported that the cuts healed within a day.

Manufacturer narrative:
The customer was sent new replacement product and was asked to return the affected flange to ameda for further eval. A pre-paid fedex label was provided for the customer. To date, the hygienikit has not been returned and the customer has not called ameda to supply the requested serial and lot numbers. A supplemental report will be filed if more info becomes available.